Manufacturer narrative:
The pathology report described a sample that is not consistent with the known characteristics of surgiwrap. The surgeon also mentioned how "beautiful the area looked, where surgiwrap was placed and how the surgiwrap did a great job. Between the bowel and the incision site. (Where the surgiwrap was not placed), there were lots of adhesions". Since there was no prod returned to mast biosurgery for eval, the investigation of this complaint is limited and the company is unable to draw a conclusion.

Event description:
Surgiwrap was placed during a hysterectomy in 2006. Some time after this surgery, the pt complained of abdominal pain. During a laparoscopy in 2007, the surgeon found a foreign body with fibrosis and foreign body giant cell reaction. Once he removed the foreign body, the pt's symptoms were alleviated. The pt recovered without sequelae.